Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse at a user facility reported a blood leak in a fresenius 2008t machine during a patient treatment. A blood plump stopped during treatment, and was replaced with a new blood pump. Within 5 minutes, the blood pump began leaking blood from the pump chamber, and a blood leak was observed at the heparin line insertion to the pump tubing. It appeared the blood pump tore the tubing. Arterial blood was returned, but venous blood was not returned. Upon examination of the machine, a technician found the pin of a previously broken blood pump rotor inside the blood pump chamber. The patient resumed treatment on the same machine with a new blood pump module and new supplies.

Manufacturer narrative:
Additional information: added device manufacture date plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.